Event description:
It was reported that the device was in need of repair for an unknown reason. Follow-up was later received stating that when turned on, the running noise is different from usual and cutting is not uniform and dermatome doesn't glide smoothly on the skin. Occurred during surgery, but there was no harm and no delay. No additional grafts needed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the control bar was loose and deformed, the motor rpm was not within specifications, and o-ring, poppet spring, reciprocating arm, power switch, spring seal, and bearings needed to be replaced. The control bar, motor, o-ring, reciprocating arm, power switch, poppet spring, spring seal, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.